Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report intermittent vibration from the receiver that occurred on (B)(6) 2015. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A follow-up report will be submitted upon completion of device evaluation.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was attempted but could not be performed due to the device not being able to turn on. The receiver case was opened for further evaluation. An interior inspection observed that the moisture detection sticker was activated. The reported event of an intermittent vibration was confirmed. The root cause was determined to be moisture damage.the dexcom g4® platinum pediatric continuous glucose monitoring system rev. 02, under section 12.1 maintenance notes the following: do not spill fluid on the receiver or submerge the receiver in liquid.